Event description:
Customer reported that the performance of the device was too low at full speed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During the service technician confirmed this finding and found that the pins at the motor housing are broken, damage to the hose, and that the device failed rpm testing.